Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced label lift off/partial peel off. The following information was provided by the initial reporter. The customer stated: "here is a list of the tubes we were using. As I stated on the phone, it may be a label issue and not a tube issue. We were trying to determine the root cause and wondering if there was any new type of coating on the bd tubes. So far the new label we used today seems promising, with only one label lifting off of 52 tubes."

Event description:
It was reported the bd vacutainer® buffered sodium citrate (9nc) blood collection tubes experienced label lift off/partial peel off. The following information was provided by the initial reporter. The customer stated: "here is a list of the tubes we were using. As I stated on the phone, it may be a label issue and not a tube issue. We were trying to determine the root cause and wondering if there was any new type of coating on the bd tubes. So far the new label we used today seems promising, with only one label lifting off of 52 tubes."

Manufacturer narrative:
H.6. Investigation: bd received 1 sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for label lift with the incident lot was not observed. Additionally, 100 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to label lift as all samples met specifications. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. Bd was not able to identify a root cause for the indicated failure mode. H3 other text : see h.10.